Manufacturer narrative:
Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/compressed, the lv1/distal electrode was covered with blood, the lv1/distal electrode was covered with body tissue, the outer insulation had a cosmetic depression, and there was apparent explant damage. The lead was returned with the helix distorted/compressed and helix length was out of specification.

Event description:
It was reported that the patient was experiencing worsening symptoms of fatigue and exhaustion since their device changeout. It was also reported that there was inadequate slack in the right atrial (ra) lead and no capture was also observed. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was experiencing worsening symptoms of fatigue and exhaustion since their device changeout. It was also reported that there was inadequate slack on the right atrial (ra) lead and no capture was also observed. The ra lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)